Event description:
The hcp reported that the pt developed swelling around the device pocket. Cultures were obtained (results unknown), and the pt was treated with oral antibiotics and scheduled follow-up. No further information was made available at this time.